Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer stated that the fill estimates were inaccurate. Troubleshooting with tandem customer technical services was unable to confirm any fill estimate discrepancies. The customer's blood glucose level was 200- 250 mg/dl. The customer administered a correction bolus with the pump.